Event description:
It was alleged that during the surgery, the tip of the electrode became detached and was lost during the surgery. It was further reported that an x-ray was realised and no foreign material was visible on the x-rays taken post op. It was also alleged that another electrode was used to finish the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.